Event description:
No additional information provided.

Manufacturer narrative:
Corrected data: h3, h11. This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Complaint allegation was confirmed as documented in as-investigation codes. Investigation supported by ptis. Reference coding table on allegations and investigation conclusions. No further escalation required. The subject device will not be returned to ric from rrc. The investigation results are summarized in "product analysis". This complaint investigation is supported by previous investigations conducted through the product technical investigation (pti) process. As investigation. Rrc. Ric.

Event description:
It was observed during the device inspection that the fiberscope exhibited the coating of the insertion tube had peeled off more than 1mm2. There were no reports of patient involvement. The reportable malfunction was identified by olympus.hold for ip 03172025